Event description:
It was reported that the surgeon noticed the broken driver on the postoperative x-ray. The surgery to remove the broken driver tip was performed 8 days later.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report (including this one): 3025141-2026-00075.